Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report cgm inaccuracies on (B)(6) 2013. At the time of the call to dexcom technical support, the patient reported that she did not sustain any injuries and did not report any medical intervention.